Event description:
The patient experienced an ongoing shocking sensation at the implantable neurostimulator (ins) site all the time. The manufacturer's representative was asked to turn the ins off. When the ins was interrogated, it was already off. Movement caused the stimulation of change. Impedances (the measurements were not provided) did reflect the possibility of a fluid intrusion and resulting short. It was communicated to the patient and the health care professionals (hcp) that the only way to diagnose the "shocking" would be to schedule a revision of the system. The patient stated that she just wanted the system removed. This was communicated to the hcp managing the patient's care. The patient's status was reported to be "fair". The patient was scheduled to have the system explanted. Additional information has been requested, a follow-up report will be sent if additional information becomes available.